Event description:
Additional information received indicated that recommended programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial, rv, and lv pacing lead impedance measurements were missing during a merlin.net transmission review. It was also noted the patient received phrenic nerve stimulation from the device, and it was resolved by device reprogramming. Additional programming changes were recommended for lead measurements anomaly.